Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for difficulty to cross native annulus and/or bioprosthesis, difficulty to withdraw system with valve through vasculature, and thv moves on balloon during withdrawal were unable to be confirmed as no relevant device or imagery was provided for evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, it is possible that the valve integrity was compromised due to bent strut before crossing the annulus. The bent valve strut was caught on the aortic bifurcation when user was attempting to pull the valve into distal end of the sheath tip during withdrawal. A bent strut on the valve may increase the risk of device interaction, hindering the delivery system's ability to cross through the native valve effectively. Additionally, the valve movement on balloon most likely occurred due to the interaction between bent valve strut and patient's vasculature while the user was attempting to pull the valve back into sheath tip, causing the valve to be shifted towards the aorta. As a result, the valve was deployed in the descending aorta. As such, available information suggests that procedural factors (retrieval of bent valve strut and bent valve strut interacts with vasculature and crossing with a damage valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt during advancement of the 26mm commander delivery system and valve through the esheath+. Multiple attempts were made, and the team was able to advance. Just before attempting to cross the annulus, the team noticed a strut had bent outward. The team decided to proceed, but the lifted strut would not allow the valve to cross the annulus. It was decided to pull the system back and attempt to pull the system out and go with a 16f esheath+ and a new system. However, the raised strut would not allow this as it got caught on the aortic bifurcation and started to slide off of the delivery system. As the operator attempted again, the patient's blood pressure dropped. The team then advanced the system to the abdominal aorta and had to repair a rupture with a graft from the renal and both bifurcated iliac. It was decided not to proceed. The valve was deployed in the descending aorta below the renal arteries. Per report, the sheath was inserted at a steep angle, and it is believed to have created the issue.

Manufacturer narrative:
Additional information added to b5 and h10.

Event description:
Approximately 22 days later, the patient underwent a successful tavr procedure with a 26mm sapien 3 ultra valve implanted in the native annulus.